Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation with little bumps that were oozing. The patient was in the hospital for an unrelated issue and the nurse put an oatmeal cream on the affected area. During a follow-up, it was reported that the patient's irritation improved from the oatmeal cream.